Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. After a software download, the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.